Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead needed to be replaced due to fracture. Additional information obtained from the field which indicated that the field representative was not notified about this issue. To date, the lead remains in service. No adverse patient effects reported.